Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: name of index surgical procedure? Sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Sui (stress urinary incontinence, female). Uterovaginal prolapse, unspecified. Were any concomitant procedures performed? Robotic supracervical hysterectomy, colpopexy suspension of vaginal apex, perineoplasty ¿ repair of perineum, cystourethroscopy, removal of adnexal structures/bilateral salpingectomy. Other relevant patient history/concomitant medications? Female cystocele. Dilation and curettage of uterus (2013). Constipation due to slow transit. H/o abnormal pap smear. Urinary incontinence, mixed. Prior history of vaginal yeast infections. Please describe any medical intervention performed including medication name and results. For vaginal yeast infection ¿ medication ¿ diflucan 150mg (1 time dose) and otc azo. Describe any medical/surgical intervention for the recurrent prolapse including dates and findings. Popq performed (B)(6) 2024 showed stage 2 prolapse. Patient has a future appointment with surogon to discuss next steps. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Prolapse surgery failure. What is the patient's current status? On-study. Product code and lot number? System, retropubic tvt exact sm-ndl. Lot #: 3941262. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2024, moderate recurrent prolapse stage 2 was noted. The patient has a future appointment with surgeon to discuss next steps. This was reported as possibly related to the study device and probably related to the study procedure. On (B)(6) 2024, mild vaginal yeast infection was noted. Diflucan 150mg (1 time dose) and otc azo was provided. This was reported as unlikely related to the study device and not related to the study procedure. Both events have not recovered/not resolved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: voiding dysfunction. Start date: (B)(6) 2024. Severity: mild. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: possible relationship to primary study procedure: unlikely. Intervention/treatment: non-surgical procedure, therapy, or intervention: yes. Specify: pelvic floor pt muscle relaxation techniques blood transfusion: no. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Describe any medical/surgical intervention for the voiding dysfunction including dates and findings. 2. What is the physician¿s opinion as to the etiology of or contributing factors to this event? 3. What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: vaginal yeast infection. End date: blank to (B)(6) 2025. Outcome: not recovered/not resolved to recovered/resolved without sequelae. Adverse event term: recurrent prolapse. Intervention/treatment: none: yes to no. Other: no to yes. If other specify: blank to dietary changes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Describe any medical/surgical intervention for the voiding dysfunction including dates and findings. A. Pvr was completed (B)(6) 2025 ¿ 4 ml via bladder scan. B. Refer to (B)(6) . 2. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Pelvic floor muscles are strong but may be overly tight, potentially obstructing urine flow. Discussed pelvic floor muscle relaxation techniques and the role of stress in muscle tightening impacting bladder function. 3. What is the patient's current status? Managing sx with pfpt, on-study.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term : incomplete emptying of bladder => voiding dysfunction - incomplete emptying of bladder